Event description:
If was reported that the patient presented at the emergency room. Investigation noted that the patient's right ventricular was perforated by the right ventricular lead. The reported lead was explanted and replaced on (B)(6) 2023. The patient's condition was unknown.